Event description:
It was reported that the patient experienced painful zapping in the left side of the vaginal wall. She called the doctor¿s office regarding the stimulator. It was zapping her. She had kidney cancer surgery on (B)(6) 2014 and her stimulator was turned off for the surgery. On (B)(6) 2014, she turned stimulation back on. Ever since then when she moves a certain way or stretches out her leg or leans, she has very painful zapping on the left side of the vaginal wall and it was very painful. She called the doctor 2 weeks ago and the nurse told her she would reach out to the representative and call her back, but she has not heard from them. She had turned down stimulation a lot since (B)(6) 2014 and she was seeing a gradual return of symptoms of urgency and she was going to the bathroom more than she thinks she should. The patient will call the doctor for direction to see if it was ok to change programs, how long she should leave it on that setting and if he wants her to come in for reprogramming. She does not want to turn stimulation down or off because, she does not want a return of symptoms. She spoke to the doctor asking if it was possible that during the surgery that something could have been moved out of place, and she was told that they have never heard of that. The patient will call back after speaking to the doctor to see if it was ok for her to try a different program. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va0fqd2, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).